Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose value of 1150 mg/dl. Customer's current blood glucose value: 106 mg/dl. The customer experienced symptoms such as throwing up. The customer stated that they experienced flat line for 2 minutes. The customer had gastroperesis. The customer was treating high blood glucose with manual injections and insulin pump. The customer was treated with intravenous fluids and insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege that the insulin pump was under delivering. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.